Manufacturer narrative:
Field follow-up confirmed the model and serial number of this left ventricular lead. Additionally, it was reported that another lead was successfully implanted one month after the sinus dissection and that the root cause of the initial anomaly was sinus fragility. The previously reported information that the patient had expired was incorrectly submitted by the clinical site and has since been corrected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Following receipt of additional information, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant of this left ventricular lead of unknown model-serial, a sinus vessel dissection occurred. The lead was removed; no reports of any additional medical or surgical intervention. Additionally, no perforation was observed and the physician stated in approximately one month they would again attempt to implant another coronary sinus lead. This patient was included in a clinical study with study form details reporting the patient passed away; however the date, cause of death, and any correlation to the previously reported sinus dissection, are unknown at this time.

Manufacturer narrative:
--

Event description:
--